Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed intermittent/delayed responses to button presses on the 'down', 'ok' and 'contrast' buttons. Multiple button presses are required before the buttons will engage. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.unrelated to this complaint, it was confirmed the display is faded and discolored upon start up and difficult to read. Replaced faded display with test display, which was fully functional. Completed the testing with test display.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the down arrow and ok keypad buttons required multiple presses to activate a response. The reporter confirmed there were no rips, tears or peeling to the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.